Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. The customer was provided an exchange speaker to resolve the issue. The device was sent to bench repair to be evaluated, and the customer's allegation was confirmed. The cause of the reported problem was a defective speaker. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating there was a speaker malfunction. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating there was a speaker malfunction. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported.